Event description:
Boston scientific rec'd info that this system has been explanted due to erosion and infection. No replacement planned. Physician reported the device size is too big for some patient's anatomy and thus lends itself to a greater possibility of erosion. No add'l adverse patient effects reported. No replacement planned at this time.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be update should further info be provided.